Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The guide wire was received at csi for analysis. The guide wire was fractured, and the distal fragment was not returned. Scanning electron microscopy analysis of the fracture face showed evidence of possible fatigue as well as excessive wear to the guide wire near the fracture site. It is hypothesized that the guide wire fractured due to excessive wear and fatigue from spinning under axial compression within the vessel which reduces clearance between the driveshaft and guide wire. However, this was unable to be conclusively confirmed, and the root cause of the fracture is unknown. At the end of the device analysis, the reported event was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A viperwire guide wire and coronary orbital atherectomy device (oad) were selected for treatment of a severely calcified, 90% stenosed lesion in the proximal left anterior descending coronary artery (lad). The vessel was 3.0mm in diameter and was severely tortuous. It was noted that it felt like the guide wire was interacting with calcium when wiring with both the viperwire and a non-csi guide wire. At least 15 treatments were performed with the oad, and a non-csi wire was inserted. When an attempt was made to remove the viperwire, the viperwire fractured 30 cm from the spring tip. The fracture occurred at the point of vessel tortuosity. Due to the extent of calcium, no attempt to snare the fragment was made, and the fragment was stented to the vessel wall. The patient remained stable during the procedure.